Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the leads were removed and replaced with a penta lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with two leads from the same lot. It was reported the patient was no longer receiving therapy from the lead implanted at t8. The patient is receiving effective stimulation from the lead implanted at c2. Lead diagnostics revealed multiple high impedances. Surgical intervention may be pending to address this issue.